Event description:
Using end laser instrument 0.4 mm through 4 x 30 pediatric bronchoscope. When broncho scope removed at end of procedure, a slightly reddened area noted on right cheek where broncho scope had retested during procedures. Md reported this to MFR but had discarded fiber which md described as brittle. Co unable to analyze fiber. No adverse sequelea for pt reported. Date of occurrence 3/6/96.